Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an object fell on the customer's pump and the touchscreen was cracked. There was no impact to customer's blood glucose. Reportedly, the pump was not functional. It was indicated that the customer would administer manual injections as alternate insulin therapy.